Event description:
It was reported that while testing for sars-cov-2, the bd max¿ system, bd max¿ instrument produced 18 false positive results. Confirmatory testing was performed on an another instrument. There was no indication that results were reported to clinicians, and there was no report of patient impact. The following information was provided by the initial reporter: "18 positive errors (all negative when confirmed by another machine)"

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: a failure of false positives was reported on a max instrument (p/n 441916, s/n (B)(6)). A bd field service engineer remotely reviewed the case and recommended cleaning of the instrument.this is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for (B)(6) was reviewed and revealed no previous complaints related to false positives. The root cause was attributed to instrument contamination. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while testing for sars-cov-2, the bd max¿ system, bd max¿ instrument produced 18 false positive results. Confirmatory testing was performed on an another instrument. There was no indication that results were reported to clinicians, and there was no report of patient impact. The following information was provided by the initial reporter: "18 positive errors (all negative when confirmed by another machine)."